Manufacturer narrative:
Manufacturer¿s investigation conclusion. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was reported that the patient was recently discharged on (B)(6) 2020 status post bilateral carotid endarectomy. Upon discharge the patient was started on plavix. Patient reported dark tarry stools with no other symptoms. Patient admitted for further evaluation. Esophagogastroduodenoscopy (egd) was negative, colonoscopy showed a polyp. Plavix discontinued. Inr goal was 1.8-2.2 with coumadin resumed and patient was given no aspirin (asa). Patient discharged (B)(6) 2020.